Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v514031, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient was seen for urinary pain and frequency. At the time of report it was unknown if any intervention had been taken and it was unknown what the patient outcome was. If additional information is received the file will be re-evaluated. Additional information reported the patient had worsening urinary frequency and urge incontinence. The leaking of urine started two months prior multiple times a day. The patient was wearing pads. The patient had frequency eight times per day and urgency. The patient also had blood clots in their urine (B)(6) 2014, but was gone the day of report. Urinalysis was done and culture sensitivity was negative. Urine cytology showed no malignancy but there was acute inflammation. The stimulator was found turned off since (B)(6) 2014. The patient¿s device was turned back on and the patient was to try all four programs. Interventions also included reprogramming. The etiology was a pre-existing condition that was worsening or exacerbated. The event was considered resolved without sequelae.

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information reported the patient was up three times per night to urinate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the patient had continued occasional episodes of blood in urine with bladder pain. Urinalysis resulted on (B)(6) 2015, were negative. The event outcome was updated to ongoing.

Event description:
Additional information reported the hematuria was considered a new illness/injury and was not device related. The hematuria was ongoing at the time of report. Intervention included CT urograms done yearly.

Event description:
Additional information received reported that the etiology was due to the implantable neurostimulator (ins).